Event description:
This event occurred during a weekend on a general medical unit where the mental health pt involved in this incident was transferred because the mental health unit was full to capacity. The pt was transferred to another facility for surgical removal of the needles and was reported to be "fine" at a f/u visit to the initial facility where the incident occurred. The pt subsequently committed suicide.